Event description:
The child was the victim of an auto versus pedestrian accident. An ez-io device which had recently been introduced to our dept was used by the physician one to obtain access for the intubation. The decision to use the device occurred because of significant pressure placed by our institution and the sales force of the device regarding speed of access, ease of access, decreased cost and reduced risk of infection. Physician one placed the device according to instructions, but was unsuccessful. The child suffered infiltration into the proximal leg of lactated ringers. No known consequences were observed. A peripheral line was inserted, the child was intubated and transferred via helicopter to children's facility. No further follow-up is available. This product uses the same technique as the standard io device, but places a mechanical screw gun between the operator and the needle. Proper placement of any io line requires the operator to "feel" the give as the screw is being advanced. This is made harder due to the intervention of a mechanical device in the case of the ez-io. There is severe pressure upon the part of the sales team to make this a first use device i.e. Before any other lines are attempted. Additionally, their literature and advertisements significantly mis-construe data related to the use of this or any other device. Diagnosis or reason for use: replaced regular io line kits. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.